Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily calcified left anterior descending artery, the 2.25 x 18 xience v stent delivery system was advanced but could not cross the target lesion. It was noted that resistance was met with the guide catheter during removal. Outside the anatomy, the stent strut was flared. There was no reported adverse patient effect. A 2.25 x 18 xience v stent was used in the procedure. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.